Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The manufacturing plant investigation is in progress. A supplementary medwatch report will be filed when additional information becomes available.

Event description:
A peritoneal dialysis patient's caregiver reported fluid leaking from the peritoneal dialysis cycler's disposable tubing set following a discontinued treatment. The treatment was ended after drain 2 due to an air detected in the cassette alarm. The patient's peritoneal dialysis nurse stated that the patient experienced no adverse event resulting from the fluid leak. The patient was administered a prophylactic dose of vancomycin. A laboratory sample of the patient's dialysis effluent was returned with a negative result, i.e. No bacterial contamination. The patient experienced no adverse event. The set was not made available for evaluation.